Event description:
It was reported that the patient inserted into scar tissue on (B)(6) 2026 which resulted in diabetic ketoacidosis admitted in the hospital and treated with intravenous insulin. The length of hospitalization was less than one day

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.